Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), menorrhagia ("menorrhagia") and genital haemorrhage ("heavy bleeding") in a 44-year-old female patient who had essure (batch no. 796910) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included asthma, insomnia and cystitis interstitial. Concomitant products included amitriptyline, levothyroxine and zolpidem tartrate (ambien). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 1 month 7 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding vaginal"). On (B)(6) 2011, the patient experienced hyperhidrosis ("excessive sweating"). On (B)(6) 2011, the patient experienced alopecia ("hair loss"). On (B)(6) 2011, the patient experienced rash ("rash/ rash on face"). On (B)(6) 2011, the patient experienced fatigue ("tired") and weight increased ("weight gain"). On an unknown date, the patient experienced hot flush ("heat flashes"), vulvovaginal pain ("vaginal pain") and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes) and surgery (ablation). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, rash, female sexual dysfunction, dyspareunia, alopecia and genital haemorrhage had resolved and the fatigue was resolving. The reporter considered alopecia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hot flush, hyperhidrosis, menorrhagia, pelvic pain, rash, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: need for additional surgery . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2011: total bilateral occlusion . Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events abdominal pain, menorrhagia, irregular periods. Most recent follow-up information incorporated above includes: on 13-jun-2018: plaintiff fact sheet- all relevant medical history condition, concurrent condition, concomitant medication and events excessive sweating, heat flashes, tired, rash, abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), rashes or skin conditions type: unknown rash on face, body, salpingectomy (bilateral removal of fallopian tubes), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, fatigue, weight gain, hair loss were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), menorrhagia ("menorrhagia") and genital haemorrhage ("heavy bleeding") in a 44-year-old female patient who had essure (batch no. 796910) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included asthma, insomnia and cystitis interstitial. Concomitant products included amitriptyline, levothyroxine and zolpidem tartrate (ambien). On(B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 1 month 7 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding vaginal"). On (B)(6) 2011, the patient experienced hyperhidrosis ("excessive sweating"). On 1-aug-2011, the patient experienced alopecia ("hair loss"). On (B)(6) 2011, the patient experienced rash ("rash/ rash on face"). On (B)(6) 2011, the patient experienced fatigue ("tired") and weight increased ("weight gain"). On an unknown date, the patient experienced hot flush ("heat flashes"), vulvovaginal pain ("vaginal pain") and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes) and surgery (ablation). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, rash, female sexual dysfunction, dyspareunia, alopecia and genital haemorrhage had resolved and the fatigue was resolving. The reporter considered alopecia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hot flush, hyperhidrosis, menorrhagia, pelvic pain, rash, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: need for additional surgery diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2011: total bilateral occlusion concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events abdominal pain, menorrhagia, irregular periods quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of product technical complaint update incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed in 2015. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: need for additional surgery. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.